Event description:
The report stated that during a vaginal hysterectomy and after several activations, sticking of the jaws occurs and the surgeon had difficulty opening the jaws of the instrument. Upon opening the jaws, it was noticed the blade was off the track and the dissection mechanism did not work. Subsequently, after return of the device for eval in 2006, a visual inspection found the blade was outside the track extending beyond the jaws such that it had the potential to cause and injury.

Manufacturer narrative:
The device is currently under eval and when the investigation is complete, a f/u report will be sent.